Manufacturer narrative:
On august 26, 2023, mentor became aware that incorrect manufacturing record evaluation (mre) statement was mistakenly reported under section h of the previous initial report. Correct statement is added below since lot number is unknown: "since no lot number was provided, no manufacturing record evaluation review could be performed." Manufacturer¿s reference number: (B)(4), incorrect mre statement mistakenly reported under previous initial report.

Manufacturer narrative:
On september 8, 2023, the mentor failure analysis lab received the device for evaluation. As per paperwork received with the device, missing dates of implant and explant have been updated on this form. On september 12, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 225cc breast implant was found to have a tear on the posterior view, measuring approximately 0.4 cm. Leak testing was performed, in accordance with mentor procedures, and no other leak sites were detected during the analysis. Microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with a 225cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the patient underwent right side replacement surgery with catalog number 3501630; serial number (B)(6) on (B)(6) 2023.